Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. ICD replacement was recommended. No adverse patient effects were reported.

Event description:
Additional information received indicated that this ICD will not be removed, as the patient has a do not resuscitate order. No adverse patient effects were reported.